Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failure alarm. The customer¿s blood glucose level was 106 mg/dl at the time of the incident. Customer states that self test was performed for the pump error and it did not passed. The customer reported that failed battery test alarm was found after self test was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement and self tests. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies were noted. However, the pump error 63 alarm was confirmed in the pump history due to a broken trace on the keypad assembly.